Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection found the device was in good condition with no appearance of any physical damage. During accuracy testing and syringe delivery testing by using volume/time and the reported problem could not be duplicated. The root cause of the reported issue was found to be user error. The pump was programed by customer using volume/time. Customer did not pull the syringe plunger out more than it was programed. Had the customer loaded 20 ml of fluid / medication instead of 13 ml, the pump would have run for 3 hours. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that while on a patient, the device infused 20 ml over two hours instead of the programmed 20 ml over 3 hours. Infusion was correct at 6.7 ml/hr, 30 ml syringe was entered and displayed correctly. Tvd was displayed at 12.93 ml when the entire 20 ml was delivered in the 2 hour period. No medical or surgical intervention was reported.